Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; PMA/510(k) number/ manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. " and "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01460 & 2015-01263).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, tissue damage, synovial fluid buildup, pseudotumors, bone erosion and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a stage I left hip revision on (B)(6) 2011 due to dislocation and chronic infection. Operative report noted the presence of a draining wound, colored fluid and a stable stem with bony ingrowth. The stem remained implanted. The modular head and acetabular cup were removed and replaced with a cement spacer. The patient's hip was reimplanted on (B)(6) 2012 with a biomet head, liner and acetabular cup.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2005. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2011 due to patient allegations of pain, tissue damage, synovial fluid buildup, pseudotumors, bone erosion and metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.